Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], back problems [back disorder] , widespread inflammation from heavy metal poisoning [inflammation] , widespread inflammation from heavy metal poisoning [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D30798) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced back disorder ("back problems"), inflammation ("widespread inflammation from heavy metal poisoning") and metal poisoning ("widespread inflammation from heavy metal poisoning") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back disorder, medical device removal, inflammation or metal poisoning. The reporter commented: back problems, widespread inflammation from heavy metal poisoning patient's current status: removal with removal of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] back problems [back disorder] widespread inflammation from heavy metal poisoning [inflammation] widespread inflammation from heavy metal poisoning [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-feb-2026. The most recent information was received on 12-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D30798) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced back disorder ("back problems"), inflammation ("widespread inflammation from heavy metal poisoning") and metal poisoning ("widespread inflammation from heavy metal poisoning") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back disorder, medical device removal, inflammation or metal poisoning. The reporter commented: back problems, widespread inflammation from heavy metal poisoning patient's current status: removal with removal of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Batch number- d30798; expiration date- 28-nov-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.